Event description:
The doctor indicated that the zi-real abutment that was seated in 2011 had fractured. The doctor also indicated that there was no patient injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event.